Event description:
On (B)(6) 2019 it was reported that there were worsening symptoms of heart failure; however, additional information received on 01oct2019 indicated that the patients vitals and labs were unremarkable. There was an elevation in serum creatinine that was noted. No outflow graft obstruction was confirmed despite numerous concerning findings (low flows, new shortness of breath, inability to unload lv at any speed, etc.) Cta of chest was unremarkable. Right heart catheterization and hemodynamic ramp study with echo showed mostly normal values, although the remarkable finding was that even ramping the speed of the pump to 7800, the av was never able to be shut and the patients hemodynamics did not change. He also has a procedure in the cath lab where a monitored guide wire was introduced into the outflow graft from the aorta, and pressures were measured as it was withdrawn. This study showed no pressure alterations at any point within the outflow graft. Patient's antihypertensive medications were adjusted, diuretic doses adjusted, and patient was encouraged to stay more well-hydrated. Unfortunately, the patient is currently being readmitted for additional low flows. Patient was discharged, however, after review of the images on previous 2 admissions, plan is for patient to go the operating room for exploratory outflow graft revision.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported through patient product exchange that the patient underwent outflow graft clip exchange on (B)(6) 2019. Patient then went to the operating room and noted 180 degree twist. Surgeon untwisted the outflow graft and placed a clip. Patient doing well post procedure. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed through this evaluation. Despite multiple requests, imaging data of the outflow graft twist was not provided. The account reported the patient was short of breath and showed a decrease in pump flows. Submitted log file data was reviewed and revealed multiple low flow events on (B)(6) 2019 due to the estimated flow falling below the low flow threshold of 2.5lpm. Despite the low flow, the system operated as intended at or above the low speed limit for the duration of the log file. The account suspected an outflow graft twist as a cause for the low flows and symptoms. The account reported the patient underwent an outflow graft revision on (B)(6) 2019, where it was reported the surgeon observed a 180-degree twist of the graft. The graft was untwisted and an outflow graft clip was placed. Following the procedure, the patient was reportedly doing well. The patient remains ongoing on the device and no further related issues have been reported. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen with new reports of shortness of breath and a downward trend in flow values noted over the past week. Although interrogation was benign and there have been no alarms, there is some remote suspicion of outflow graft obstruction based on labs, long term symptoms and flow trend. During the analysis of the log file we do see a drop in the flow over the past few days. There were no other unusual events seen within the log files. Transthoracic echocardiogram (tte), transesophageal echocardiogram (tee), ramp study have been unremarkable. No further information provided.